Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ('periods twice a month') in an adult female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criterion intervention required), iron deficiency anaemia ("anemic"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and cyst rupture ("cyst ruptured") and underwent surgery ("multiple surgeries prior to remove ovarian cysts"). The patient was treated with blood transfusion, auxiliary products and surgery (essure removal on (B)(6) 2021). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the polymenorrhoea, iron deficiency anaemia, endometriosis, ovarian cyst, cyst rupture and surgery outcome was unknown. The reporter considered cyst rupture, endometriosis, iron deficiency anaemia, ovarian cyst, polymenorrhoea and surgery to be related to essure (ess205). The reporter commented: enzo cyst was reported quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: pfs received and the follow information were include consumer's reporter updated, new lawyer's reporter, patient's details, start and stop date, essure model upgraded from ess305 to ess205, other treatment product, frequent periods, iron deficiency anaemia, endometriosis, repeated surgical procedure based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ('periods twice a month') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criterion intervention required), iron deficiency anaemia ("anemic"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and cyst rupture ("cyst ruptured") and underwent surgery ("multiple surgeries prior to remove ovarian cysts"). The patient was treated with blood transfusion, auxiliary products and surgery (essure removal on (B)(6) 2021). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the polymenorrhoea, iron deficiency anaemia, endometriosis, ovarian cyst, cyst rupture and surgery outcome was unknown. The reporter considered cyst rupture, endometriosis, iron deficiency anaemia, ovarian cyst, polymenorrhoea and surgery to be related to essure (ess205). The reporter commented: enzo cyst was reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.